Event description:
Per communication received from rn- registered nurse, "there are issues with patient's curlin pump during infusion this weekend. Pump was alarming with code 216 and there were not able to clear it. Rn- registered nurse completed infusion via flow tubing." No further information, details or dates available. Device serial number and expiration unknown. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gammagard - 55gm. Gammagard indication: common variable immunodeficiency, unspecified. Did patient miss a dose or have an interruption to therapy? - unknown did adverse event(s) result due to product issue? - unknown did pharmacy replace device? - yes is device associated with event available for return? - unknown.